Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had ventricular tachycardia (vt). The doctor believed that when the patient woke up, the impella 5.5 moves and caused vt. Support was continued. Additionally, the impella 5.5 showed to be very close to the septal wall. However, the doctor did not want to reposition. Support was continued. Furthermore, upon explanting the pump, when bleeding was back, a large clot was noted. The patient remained stable.

Manufacturer narrative:
The investigation of thrombus, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. The failure mode positioning issues removed since there was no complaint reported and support continued indicating that any standard troubleshooting for the positioning issue was sufficient. As the necessary information was not provided, the root cause of the thrombus and vt/vf were not determined.